Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no delivery alarm/occlusion due to motor error alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer states the insulin did exit. The device was expected to be returned for analysis.